Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient financial services received a notification of a customer's passing of natural causes. There was a request to remove the customer from the system and to no longer contact. No further details have been provided. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.